Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 3:30 p.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.59 inr. At 3:45 p.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.6 inr. The patient's medication was not adjusted based on the lab result which is in range. At 3:47 p.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.57 inr. At 6:03 p.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr. The patient's medication was not adjusted based on the lab result which is in range. For the comparisons performed on (B)(6) 2022, the patient used strip lot 60124921 with an expiration date of 31-oct-2023. At 4:40 p.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. At approximately 4:50 p.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.8 inr. For the comparison performed on (B)(6) 2022, the patient used strip lot 62216021 with an expiration date of 31-dec-2023. The patient¿s therapeutic range is 2.5-3.5 inr, with a weekly testing frequency.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. Test strip lot 60124921 was received for investigation. Test strip lot 62216021 was not returned. The test strips (lot 60124921) were tested using a reference meter with a high-level control sample. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer also returned test strip lot 62216021 and the meter. The returned meter and test strips were tested using a high-level control sample.testing results (qc range = 2.4 ¿ 3.6 inr):qc 1: 3.0 inr.qc 2: 3.1 inr.qc 3: 3.1 inr.the obtained results were in the allowed range. No error messages occurred during the investigation.the alleged results were not observed in the meter¿s patient result memory because the patient result memory was empty.